Event description:
Patient was being log rolled from her patient bed onto the operative table in a prone position. In the middle of the log roll, the bed moved and the patient fell to the floor. All brakes for the patient bed were locked and the bed still moved. There was no harm to the patient.